Event description:
It was reported the patient suddenly started leaking when they stand up. There were no falls or traumas associated with the issue. Therapy was working perfectly before the issue started. Both increasing and decreasing stimulation did not resolve the issue. Program two and three did not work, program four never worked. The patient was going to try program one. Later that day, the patient still had leaking problems. The patient went back to program two at 1.8 v. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0hh5u, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).